Event description:
The device was applied during a low anterior resection procedure. Reportedly, the staples did not form properly. The surgeon manually performed a colostomy to complete the procedure. The hosp has reported the pt's status is satisfactory. Date device implanted: 3/31/2000.